Event description:
A report was received that alleged the tracheostomy tube was leaking at the cuff after an unknown amount of time in use. No adverse effects to the patient.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.